Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04046 / 04047).

Event description:
It was reported that during an initial total left hip arthroplasty, the acetabular liner would not sit flush with the cup. The liner was removed and the same issue was experienced with the second liner. A third liner was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.(B)(4).